Event description:
It was reported that the patient thought that the radial head of the implanted katalyst bipolar radial head system may have detached from the stem. The device was removed during a revision surgery on (B)(6) 2011. A new katalyst radial head was implanted. Integra has requested additional clinical information, and the return of the device for evaluation.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.